Event description:
Complainant alleged that during the incoming inspection of the device, the unit powered off, then it powered back up. The complainant indicated that there was no pt involvement in the reported malfunction.